Event description:
It was reported that, "the patient had revision tka (left) to replace the insert due to the unstable knee on (B)(6) 2011. The surgeon requested wear analyses on the inserts."

Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. When completed, the evaluation summary will be submitted in a supplemental report.